Manufacturer narrative:
Photo received by our quality team for investigation. Upon visual evaluation, in the first image, it is only possible to appreciate a blue hub with lot number 9091653 with a manufacturing date of 2019-04 and labeled with the legend rsnoinvima2018dm-0017986, so it is not possible to fully evaluate the product. Second image, two primary packages blister pack are observed, with printed information on the product, however, due to the clarity of the photograph, it is not possible to visualize the batch number, only material number 302355. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. It is essential to receive physical samples to evaluate the reported defect and based on this evidence we can carry out a robust analysis that helps us define in which part of the process some type of finding could have been generated and to be able to determine actions that contribute to the reduction of this type of incident. Based on the investigation results, no manufacturing related defects could be identified and therefore, a cause for the reported incident could not be determined. H3 other text : see h10.

Event description:
It was reported that the bd precisionglide¿ needles arrived in the incorrect packaging. The following information was provided by the initial reporter, translated from spanish: "customer reports that the needles in reference arrive with a different packaging.".

Event description:
It was reported that the bd precisionglide¿ needles arrived in the incorrect packaging. The following information was provided by the initial reporter, translated from spanish: "customer reports that the needles in reference arrive with a different packaging."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.